Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. A new pad-pak was inserted on (B)(6) 2012 but the device continued to fail. The returned device was tested and a significant fluctuation in voltage was found. This fault in the pogo-pins would have triggered a low battery warning. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.